Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the pigtails between the console 2 and port 2 on the tower since that was where the error was initially. Fse also replaced the pigtail on the robot due to the fiber communication signal strength was low. The system was tested and verified as ready for use. .

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system faulted at startup with error 170, and the site attempted to resolve it by power cycling the system twice but the error persisted. A hard power cycle was then performed, which resulted in error 31089 appearing followed by error 170. Technical support then reviewed the logs and determined that error 31089 initially reported from the tower fiber port 2. The site was instructed to disconnect the console from fiber port 2 and connect the robot to tower fiber port 2, after which the system powered on normally, and the site continued operating using only the console. There was no report of patient involvement or reported injury.